Manufacturer narrative:
The complaint device split apart where the distal cutting tip and the shaft are molded together. The break is smooth and clean. While this failure is uncommon, it is an original manufacturer's defect. A review of the device history record found no discrepancies in the reprocessing of this device. A review of the complaint database over the previous calendar year found no other complaints with a similar type of failure. The fmea lists this type of hazard as remote and the overall risk as broadly acceptable. No further action required.

Event description:
Shaver blade came apart. Inside blade is complete out of the outer shell.